Manufacturer narrative:
Model number/ catalog number: sc-1110, serial number: (B)(4), batch/ lot number: 174311, model/ catalog description: scs ipg2 dual array rechargable ipg. Model number/ catalog number: sc-2208-70, serial number: (B)(4), batch/ lot number: 169838, model/ catalog description:st linear lead 70 cm.

Event description:
A report was received that the patient kept feeling nauseous and one of the leads moved to cause discomfort. The patient underwent an explant procedure. No further information could be obtained.